Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g131 scaler, there was poor water flow and the inserts were getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found units foot control connector on the power driver board was damaged and has been replaced, along with the water filter and the foot control door due to it being worn.